Event description:
Pt was skin tested in 9/96 (exact date unknown) and was treated on 10/1/96 in the nasolabial folds and upper lip. On 10/3/96, redness and swelling were noted at the nasolabial tretament sites and skin test site. The physician diagnosed a hypersensitivity; intramuscular hydrocortisone was prescribed.

Manufacturer narrative:
Follow up info received on 10/16/97 was that the sympoms resolved at the end of 1996.